Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. The mustang device was returned for analysis. A visual examination identified that the balloon had been subjected to positive pressure. A pinhole in the balloon material was identified confirming the event. No damage or issues were found with the tip or markerbands of the device. Shaft kinks were also noted. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst. No additional information was reported. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. The patient's anatomy was considered challenging. It was also reported that the balloon remained ruptured for approximately 30 minutes. The procedure was completed with a non-boston scientific device.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst. No additional information was reported.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst. No additional information was reported. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. The patients anatomy was considered challenging. It was also reported that the balloon remained ruptured for approximately 30 minutes. The procedure was completed with a non-boston scientific device.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.